Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right common iliac artery. A 10.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres. However, on the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 23mm distal to the distal edge of the proximal markerbands. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right common iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres. However, on the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status was good.